Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button #1 and button #2 were not depressed. The syringe was attached to the device, and the stopcock is set in the open position. The catheter was properly inserted into an unknown non-cordis catheter sheath introducer (csi), locked onto the sheath catch, and the stopcock was set to the open position. The sealant remained in the manufactured position, fully covered by the sleeves. The balloon was not inflated. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noted. Per functional analysis, an inflation/deflation test was performed by injecting water into the returned device according to the instructions for use (IFU). A leaking condition was observed with the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and a pin hole was observed. Note: due to the manipulation and due to the water saturation during the product evaluation, the sleeves were kinked exposing the sealant. A product history record (phr) review of lot f2226702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the pin hole found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (although not reported) and/or concomitant device factors most likely contributed to the reported event since a handling issues, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst and could not be used. There was no reported patient injury. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. The device will be returned for evaluation.